Manufacturer narrative:
(B)(4). Corrected data: addnl. Manf. Narrative/corrctve data. Updated device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload had the swing tab in the locked position, and the proximal 4 drivers up and the remaining drivers were down with staples present. It was noted that the right gripping surface was broken and the cartridge deck was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the reload could be due to the device being clamped over a hard object, causing the damage to the cartridge deck. Please reference the ¿instructions for use¿ for better usage reference. It is possible that the black plastic described on the event description belongs to the returned reload. However, no traces of black plastic were noted or identified on the device during device analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p58c9m. Event day unknown. Only month ((B)(6)) and year (2018) are known. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload had the swing tab in the locked position, and the proximal 4 drivers up and the remaining drivers were down with staples present. It was noted that the right gripping surface was broken and the cartridge deck was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the reload could be due to the device was clamped over a hard object, causing the damaged to the cartridge deck. Please reference the ¿instructions for use¿ for better usage reference. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the issue occurred of "broken before usage, they found black plastic curled in the shaft of the device that should not be there."? Was this issue found when the device was removed from its packaging? Yes.

Event description:
It was reported that during colon surgery, the device was broken before usage, they found black plastic curled in the shaft of the device that should not be there. Decided not to use the product.